Event description:
It was reported the patient experienced a shocking or jolting sensation. It was stated the device was making a "heard thump" or "jolting pulse" in the patient's body the day previous to this report. It was noted the device had to be turned off. No falls or traumas were reported in relation to this event. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received reported the patient was still having concerns with the device or therapy and was going to have an appointment in early (B)(6).